Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was 206 mg/dl at the time of incident. It was also found the customer's blood glucose was 407 mg/dl at the time of the call. The customer was unable to speak clearly and was exhausted from their blood glucose. Customer will be using their back-up plan to treat for their blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.